Event description:
The pump and catheter were returned to the manufacturer when it was explanted. The return paperwork did not suggest or question a malfunction. Follow-up information indicated that the patient expired due to a pneumothorax unrelated to the device system. The pump was used to deliver morphine. Routine analysis was performed.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through followup with the surgeon, it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report: "we sat a 26 mm ring on there and floated the valve and although it did go up, it did not seem like it would leak very much. The coaptation point was at least 5 mm below the annular planes, and I was very suspicious this would not be a very durable result. Based on that we decided to replace this valve."

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.